Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding of the cable, corrosion of the electrical contact, corrosion of the scope mount, corrosion of the free lock lever, flooding of the image capture, scratches on the main body (lens). A definitive root cause could not be identified. Based on the results of the investigation, the cause of the customer allegation was not established. Additionally, the other reportable malfunctions were caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had communication error. The issue was found during set up/ inspection for use. There were no reports of patient involvement.